Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the buttons on her insulin pump are hard to press. She stated her thumb and fingers are in bad shape. Her thumbs are hurting a lot and the pain is moving into her wrist. Customer has issues when she has to prime the device. Customer's current blood glucose is 118 mg/dl. She was advised that pressing the buttons is a safety feature to prevent continuous delivery. Customer did not want the device replaced. She stated that she has tried to get the cortisone shots, but it caused her blood glucose to rise to 500 mg/dl. Nothing further reported.